Event description:
A male pt underwent renal stent placement on (B)(6) 2012. Device was advanced with a 0.18 wire, through 6fr guide sheath. While trying to obtain exact placement, device was pulled back within the guide sheath, and the proximal end of the stent got caught on the guide wire and detached. The stent migrated down into the pt's right profunda. After the migration, the physician was able to retrieve the stent. A 0.35 wire and 0.35 stent were used to complete the procedure successfully. The pt is in stable condition.

Manufacturer narrative:
Removal of foreign body is not listed in the instructions for use. Separates is not listed in the instructions for use. The product was returned in a used and damaged condition. The competitor's sheath was also returned along with the wire guide. Per specs, each device is leak tested, which includes inflation and deflation of the balloon. The device is inspected to ensure that the catheter is not damaged or kinked. An examination of the returned device confirms the statement in the event description that an attempt was made to pull device back within the guide sheath. A slight distortion is seen at the tip of the guiding catheter/introducer where the stent most likely was caught when the attempts was made to pull back the device. The instructions for use states "do not attempt to pull an unexpanded stent back into the guiding catheter/introducer." Root cause for this complaint will be "did not follow instructions/label." We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.